Event description:
It was reported that the programmer would not power on. A different electrical cord was tried, but without success. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer would not power on. A different electrical cord was tried, but without success. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power on and therefore the power supply was replaced. It was additionally noted that no stylus was sent with the programmer so the stylus was replaced. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.